Manufacturer narrative:
The mcs tip cover accessory and mcs instrument have not been returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. A follow-up MDR will be submitted if the instrument and/or instrument accessory are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. Based on the available system log information, no related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell off inside the patient. Although, the mcs tip cover accessory was retrieved without patient harm at this time it is unknown what caused the reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument fell off inside the patient. The mcs tip cover accessory was retrieved during the same surgical procedure and no patient injury was reported. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information, however, no additional details have been received as of date of this report.